Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a possible problem with the implantable neurostimulator (ins). A power on reset (por) condition was reported with error code 0x2. This occurred when the manufacturer¿s representative (rep) was charging the ins in-the-box before a case. The por occurred on the implantable neurostimulator recharger (insr). The rep. Checked the device with the clinician programmer and the por 0x2 error code was reported.

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), determined that the ins was functionally okay. Insignificant anomalies were found during testing. The complaint indicated that a "clock too slow" por (0x2) had occurred while the ins was still in the packaging. When the ins was received for analysis, the 8840 showed that the implant life had not been started and that a por had occurred, however, the por diagnostic information did not indicate what kind of por. When the implant life was started, the 8840 programmer would not allow the ins output to turn on. After ending the session and starting a new 8840 session, the programmer indicated a por had occurred with error code (0x0). The ins was able to be programmed and the output turned on. The ins passed all functional testing after the initial 8840 programming session had cleared the por. Further testing showed that this is how the functionality works for any restore sensor device (models 37714 and 97714) when starting the implant life after the por bit has been set.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: neu_wrench_acc, lot# serial# unknown, product type: accessory. (B)(4).